Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the surgeon changed out the catheter along with the pump on (B)(6) 2023. The surgeon didn't know if there was an issue/malfunction with the catheter therefore preferred changing the pump and the catheter. The catheter serial number was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# unknown implanted: (B)(6) 2022 product type catheter. Product ID 8781 lot# serial# unknown implanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Annex f coding correction: the initial report did not include codes 15 and f1905 in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781. Implanted: (B)(6) 2022. Explanted: product type catheter product ID 8781. Implanted: (B)(6) 2022. Explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from multiple sources (manufacturer representative, healthcare provider, foreign) on (B)(6) 2023 regarding a patient who was receiving baclofen via an implantable pump. It was reported that the patient¿s medical history included post-traumatic t10 ais and paraplegia since (B)(6) 2019. The pump and catheter were implanted on (B)(6) 2022 the drug concentration was 500 mcg/ml and progressive dose increases occurred. The patient presented with two episodes of spasticity exacerbation. The first episode was following electroejaculation in (B)(6) of 2023. The date (B)(6) 2023 is considered an approximate date of event (specific month and year known only). Regarding the second episode of spasticity exacerbation, it was indicated that there was no apparent cause. However, on this occasion, in addition to an increase in spasticity, an area of electric discharges with itching localized on the lesion level occurred. The patient then took just ¿1 cp¿ of baclofen and this which had calmed things down. No irritative thorns were identified. The pump diary showed no abnormalities. It was indicated that the problem could be with the catheter itself so carrying out a contrast study to check this was recommended. A CT scan of the pump and catheter showed no abnormalities. It was further reported that a change in baclofen concentration from 500 mcg/ml to 1000 mcg/ml occurred on (B)(6) 2023. Two ampoules of baclofen with concentration 2000g/ml and one addition ampoule of 10 ml of physiological serum was noted. In addition, an in crease in flow rate from 270 to 300 mcg/24 hours with transition bolus lasting 18 hours was further indicated. Since then, the patient had two episodes of increased spasms and pruritis localized in the location of the belt from t4 to t10 (t0 = lesion level). The first episode was on (B)(6) 2023. Seven days after the transition bolus, the first episode resolved after 50 mcg bolus on (B)(6) 2023. Regarding the second episode on (B)(6) 2023, they performed a 50 mcg bolus at 6:30 pm to see if that solves the problem. When filling the pump, there was no difference between the theoretical / expected pump reservoir volume and the volume withdrawn. The patient was with increased spasticity as of (B)(6) 2023. The issue was not resolved as of (B)(6) 2023. The patient¿s weight at the time of the event was unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2023. It was reported that following the malfunction of the patient¿s implanted equipment, the patient underwent surgery to replace the intrathecal pump. Factors that may have led or contributed to the issue were unknow n. Actions taken in the care establishment to manage the patient included withdrawal. Additional information was received from a foreign healthcare provider on (B)(6) 2023. The pump was explanted on (B)(6) 2023. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2023. The patient experienced several episodes of skin rashes on the abdomen with a recrudescence of spasticity. The cause of the event was not yet determined. The issue was since resolved. The pump was currently kept by the hospital to be returned.